Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and revealed that the distal conductor fractured. It was noted that the proximal conductor fractured, the distal conductor was distorted, all conductors had blood/body fluid (not obstructed), the outer tubing kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was breached cut, the outer tubing overlay was breached cut, the outer insulation had cosmetic depression, and there was blood in/on the helix/lobe mechanism. Visual analysis could not determine the anchoring sleeve fixation site. Performance data collected from the device was analyzed and revealed that a lead integrity alert triggered, there was 1 - patient alert for lead failure predictor on (B)(4) 2011, oversensing with 15 - ventricular non-sustained tachycardias <=210 ms on (B)(4) 2011, 7 - ventricular fibrillation episodes <=210 ms average v-cycle on (B)(4) 2011, sensing interference/noise, ventricular short interval count v-sic=3099.5 counts avg/day, in 2.34 days, between (B)(4) 2011 and (B)(4) 2011. Impedance - resistance/impedance increase with daily pace impedance trend data showing an abrupt increase for ventricular pace bi impedance= 627 to 1007 ohms between (B)(4) 2011 and (B)(4) 2011.

Event description:
It was reported by the patient's spouse that the lead failed causing severe shocks, multiple surgeries resulting in a punctured lung and blood in the device pocket, "lasting psychic effects", anxiety attacks, distress, nerve problems, sickness, pain, and expenses. The lead was explanted and replaced. No further patient complications were reported as a result of this event.